Event description:
This issue involves the care fusion/cardinal health alaris medley devices. All modules as well as the main brain or point of care units. The problem is that the metal contact buttons inside all keypads are not encapsulated in a retaining ring such that would be found on a high quality keypad. When through vibration or pounding, the metal buttons shift position and start to short its own contacts. When this happens you start seeing buttons that are pushed that the user did not request. This happens to all buttons on the keypads. Example, if the system on button starts to fail then the device starts turning itself on when not attended. Number buttons can enter numbers not requested -infusion errors-. Channel off can shut of a channel. The later two failures could be life threatening. The fix for this is to replace all keypads with high quality keypads that do not let the contact pieces move around and start shorting. There must be a retainer layer inside the keypads that immobilizes the contacts from shifting.